Event description:
It was reported that the patient presented in clinic, and it was noted that transmissions showed atrial impedance warning alerts from 2020 in unipolar and bipolar mode. The impedance levels appeared to be stable since generator change averaging 190 -228 ohms in unipolar and 209-228 ohms in bipolar mode. Capture threshold and sensing was stable. Patient activity was less than one hour per day for 2 weeks. Related medwatch # mw5119570.